Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. It could not be determined when or how this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. Investigation found no other damages or deficiencies to the soft cannula or formed needle that would cause pain during insertion. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 285 mg/dl while wearing the pod longer than 48 hours. As treatment, the patient activated a new pod and continued treatment.